Manufacturer narrative:
On 27-sept-2016, an fse was dispatched to the customer site to address the reported event. The fse evaluated the instrument and after exensive tourble shooting and checking all of the sample feed adjustments notice that the led on the sld board was slightly off with the other sensors. The fse replaced the pcb board and then checked the adjustments to verify. The fse ran the rack rotate a few times which passed and also checked by running the daily check which also passed. The fse then ran a sample of tt3 which ran with no errors. The aia-900 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to a bad sensor at rack sensor footer. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported error 2301 (sample rack not moved) with the aia-900 analyzer. The customer is unable to run fsh and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.